Event description:
The following has been reported: biomed reported: "when the cartridge is loaded it starts beeping" on the note biomed work order.". Patient harm: no. On 12/12/2025 - biomed reported: cleaned pins and ran successful test infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. An internal investigation has been opened to investigate the reported issue. Per the preliminary technical failure summary, the customer was able to clean the av pins and run a test infusion with no errors. The pump was returned to customer use. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found one same / similar issue related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.